Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the batteries (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. The batteries had been lubricated prior to release. Controller log files also revealed several instances in which (B)(6) had depleted to 24% relative state of charge (rsoc) and would later increase to 25% rsoc after the controller switched to the other power source. The increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below 25%, which decreases the load on the battery. Of note, the ¿battery level remaining at level 2¿ likely refers to the led indicators on the controller. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and one (1) led indicator for capacities below 25%. The battery led light indicator likely increased from one (1) light to two (2) lights after the increase in rsoc capacity from 24% to 25%. Review of the alarm file revealed eighty-eight (88) suction alarms logged since (B)(6) 2025. As a result, the reported suction event and the reported ¿battery level remaining at level 2¿ in regards the controller battery capacity indicators were confirmed. The reported power switching event was not confirmed; however, it is possible that the increase in led lights on the controller may have been perceived as power switching. Based on the available information, a possible root cause of the increase in led lights on the controller and increase in battery capacity can be attributed to a battery going from 24% to 25% capacity after the controller switched to the secondary power source. B ased on the available information, the device may have caused or contributed to the reported suction event. Based on the risk documentation, possible causes of the suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be reopened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: dd-mmm-yyyy / serial#: unk d9: no h3: no h4: mfg date: dd-mmm-yyyy. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified battery exhibited power switching. Although the battery level remained at 2, the power supply frequently switched to the other battery. It was noted that there were no particular issues when the device was connected to the charger. Log file data was reviewed and confirmed, there was a low possibility of battery malfunction and power switching; after dropping to 24%, records also showed that the battery capacity recovered to 25% during rest mode. Additionally, the ventricular assist device (vad) exhibited several suction alarms. The vad and battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system- battery d4: expiration date: 30-sept-2025 / serial#: (B)(6), h4: mfg date: 04-sept-2024 h5: no, d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2025 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 04-sept-2024 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported a review of log file data revealed an additional battery experienced the same reported behaviour.